Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, reuse of single-use was confirmed: the care giver stated they only changed the cassette, not the bags. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center for trouble shooting assistance of a reload the set 158 alarm, which occurred on the homechoice (hc) during use. The caregiver (cg) stated they had only changed out the cassette and not the solution bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they understood it was not proper procedure to reuse any of the supplies. The hp stated they did not have any injury or medical intervention related to this incident.